Event description:
It was reported that patient has mesh implanted for hernia repair and she experiences pain, when she bends, that hurts for 2 - 3 days before subsiding.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.